Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. One test strip lot number has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter and test strips of lot 430020-22 were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.5 inr, qc 2: 5.6 inr, qc 3: 5.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 1.8%. The results alleged by the reporter were not observed in the meter¿s patient result memory. The occupation is lay user/patient.

Event description:
The initial reporter stated he received discrepant results when testing with two different test strip lot numbers on coaguchek xs meter serial number (B)(4). At 9:19 a.m., a sample from the patient was tested using the meter and test strip lot number 41747423 (expiration date = 31-mar-2021), resulting with a value of 3.7 inr. At 9:29 a.m., a sample from the patient was tested using the meter and test strip lot number 43002022 (expiration date = 31-apr-2021), resulting with a value of 5.1 inr. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is weekly.